Manufacturer narrative:
Report required by FDA for eua. A correction is made from the initial report that mentions "relates to c4468 (3014862188-2021-00029: test 2 of 3)" instead of "relates to c4468 (3014862188-2021-00029: test 2 of 2)"

Event description:
User reported 2 false positive results. Negative pcr. This is report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00029: test 2 of 3). This is a retrospective report due to challenges implementing esg.